Event description:
It was reported the device was implanted as a temporary hip spacer due to infection. The device was explanted approximately 10 weeks later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 01.00351.001 lot unk ms-30 stem lateral polished 6. Cat# p0463052 lot# unk avan cmntd shell ss 52mm. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.